Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to update and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the kinked sheath and locator assembly since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on (B)(6) 2020. The procedure was a left heart catheterization. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. The angio-seal sheath kinked while trying to feed it over the wire. Manual pressure was applied to achieve hemostasis.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device sheath kinked. There was no patient injury, medical/surgical intervention required. The patient's condition was stable.